Event description:
Caller reported an issue with a pump's time settings being incorrect by more than five minutes. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in any extreme values. The caller was assisted by technical support in updating the pump's time and was advised to monitor for any recurrence of the time discrepancy. Caller acknowledged this advice.